Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included menorrhagia and rectocele. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems: vag. Infect"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingo-oophorectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal infection, weight increased and headache outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, migraine, vaginal infection and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: 2010, (B)(6) 2011. No of coils 2.5 coils protruding from the right ostia and the hub protruding from the left ostia. Concerning the injuries reported in this case, the following ones were confirmed in medical record : dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included menorrhagia and rectocele. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems: vag. Infect"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal infection, weight increased and headache outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, migraine, vaginal infection and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: 2010, (B)(6) 2011. No of coils 2.5 coils protruding from the right ostia and the hub protruding from the left ostia. Concerning the injuries reported in this case, the following ones were confirmed in medical record : dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-jun-2021: mr received : reporter information , lot number , other relevant history added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems: vag. Infect"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, dysmenorrhoea, vaginal infection, weight increased and headache outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, migraine, vaginal infection and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added dysmenorrhea (cramping) genital bleeding, vaginal infection, weight gain, headaches, migraine, device monitoring procedure not performed. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.